Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found error code c-33 upon startup. A review of the erbe internal log additionally revealed errors c-84 and c-00.

Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure, the customer reported to technical support engineer (tse) that error c-00 was observed upon booting up the system. The customer power cycled the erbe integrated electro surgical unit (iesu); however, the error persisted. Tse explained the single outlet would not resolve the issue and to check the activation and recommended to use another generator. The procedure was completing as planned with no reported injury.